Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with low out of range pacing impedance and undersensing noted on their atrial lead. Patient then presented in-clinic , where the measurements were normal. Programming changes were made to minimize issues in the future. Patient was stable after the event.